Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's caregiver confirmed patient receiving therapeutic shock and the patient is now in hospital ed. Patient's caregiver stated that the patient was alerted to being shocked. However, patient's caregiver unplugged the wcd system and then called 911. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.